Manufacturer narrative:
Based on the evaluation made the event site, it was possible to recreate the event with the device in cause. The findings of the simulations were that the device is up to specifications and in good working condition, therefore, was put back into service. The incident that occurred in this particular case is due to operator error. In pulling on the back of the sling, it caused the device front legs, trapped in the wheelchair wheels, to lift off the floor and to start tipping. As per the recommendations provided in the user manual: always maneuver the lift with the handles provided; do not attempt to push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily. In all cases, the facility should follow the recommendations provided in the user manual in order to complete a proper and safer transfer. In conclusion and based on the possibility to duplicate the failure mode, the manufacturer strongly recommends to refresh users training in order to avoid a similar event to occur again.

Event description:
In an attempt to transfer a patient from the bed to the wheelchair, the device had been loaded from the side of the wheelchair, on leg between the small wheelchair front wheel and the large back wheel, and the other leg of the device, outside of the large wheelchair, causing the lift to be trapped by the wheelchair wheels. One of the caregiver pulled on the back of the sling to position the resident in the chair which then caused the front leg to lift off the floor and as the lift started to tip over, both caregivers pulled and pushed the resident back over the foot end of the bed where she ended up with the upper half of her body on the bed, and lower half, her buttocks and legs off the end of the bed. Her back was on the foot board of the bed when they lowered the lift down to readjust the lift correctly before lifting her again. The patient fractured a thoracic vertebra and was hospitalized for injuries.